Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the centrifugal pump console. The incident occurred in (B)(6), united states. A livanova field service representative was dispatched to the facility to investigate the device. The service representative was able to confirm the reported issue and addressed the failure to the pressure module. Functional verification testing was completed without further issues and the unit was returned to service. The affected part was returned to livanova (B)(4) for a detailed investigation. The investigator could reproduce the reported issue. The problem could be addressed to an electronic defective component.

Event description:
Livanova (B)(4) received a report that the error message "no com" has been displayed on the centrifugal pump console, related to the pressure module during procedure. There was no report of patient injury.